Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently would not accept the new cartridge. Additionally, it was reported that the pump would intermittently shutdown after customer alleged the pump became too hot due to overheating. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.